Event description:
Additional information received from the customer stated the air/water flow issues were detected during a colonoscopy procedure. The procedure was completed with the subject device with a delay of approximately five minutes. There was no impact on the patient as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d9 (add date returned). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air water nozzle was clogged with black foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. The nozzle was not reported to have been deformed or broken and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was no air or water flow from the subject device. The device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material in the device. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found foreign material in the device. The reported issue (no air/water flow) was confirmed during testing. The nozzle was clogged. In addition, angulation was reduced, the adhesive on the bending section was worn, the universal cord was damaged, the objective lens was cracked due to handling, the light guide lens was chipped due to handling, the distal end was cracked, and the switch was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.